Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that have placed a total of 4 mid-thigh catheters with the following reference s1274108d5 and lot numbers rejq0717. 3 of these lines we have documented kinks that have resulted in line removal and the last line I¿ve had to cathflo about 3 times already since it was placed. All catheters are significantly kinked at 6/7cm mark and 35 cm mark. No issues upon insertion. Verified by x-ray upon placement. All lines placed mid-thigh at bedside. No serious injury, but patients received unnecessary alteplase administration, delay in treatment due to line not working, and one patient required the insertion of a tunneled catheter. This report addresses the fourth device.